Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and bradycardia below the implantable pulse generator (ipg) lower rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.